Event description:
While installing a new laser power supply, a beckman coulter field service engineer (fse) reported the presence of smoke when the instrument was turned on, and the main fuse at the site switched off involving the cytomics fc500 flow cytometer system. A laser power error message also displayed. There was no report of sparks, arcs, or flames. A fire extinguisher was not used, and the fire department was not requested. The fse noted the new laser power supply was faulty upon arrival. Patient results were not impacted and no erroneous results were generated. The fse indicated the facility had a power blackout one week prior to the event. There was no operator injury or adverse effect associated with this event. The customer has a risk management plan at the facility.

Manufacturer narrative:
Additional information:the field service engineer (fse) installed the new laser power supply, and the instrument is in normal operation.

Manufacturer narrative:
A new laser power supply has been ordered and will be installed once available. The defective part was requested to be returned to beckman coulter for further investigation. (B)(4).